Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate noise reversion episodes were observed on the pulse generator. The patient would be monitored.